Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and release criteria was then checked. While checking the release criteria of the closure device the patient became hypotensive. A pericardial effusion was then noted to have formed. The physician performed a pericardiocentesis but the effusion did not resolve. The patient was brought to the operating room where they underwent an open-heart surgery. Prior to surgery the closure device was fully recaptured and removed from the patient. During surgery the effusion was treated and the laa of the patient was ligated. The patient did not experience any other complications from this event and is expected to make a full recovery. It was further reported that the patient experienced a pericardial effusion with cardiac tamponade.

Manufacturer narrative:
B5 updated. D4 unique identifier (UDI) #: updated. H6 patient codes: e0605 cardiac tamponade code added.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and release criteria was then checked. While checking the release criteria of the closure device the patient became hypotensive. A pericardial effusion was then noted to have formed. The physician performed a pericardiocentesis but the effusion did not resolve. The patient was brought to the operating room where they underwent an open heart surgery. Prior to surgery the closure device was fully recaptured and removed from the patient. During surgery the effusion was treated and the laa of the patient was ligated. The patient did not experience any other complications from this event and is expected to make a full recovery.